Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The deformable body thermocouple displayed an acceptable resistance value during electrical testing with no open circuits detected, however, multiple short circuits were detected. Further analysis found evidence of fluid in the 19-pin and 10-pin redel connectors as well as the quad barb splitter, consistent with the short circuits detected. However, the device met specifications during occlusion testing and leak testing and no leaks were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fluid in the redel connectors and quad barb splitter and short circuits remains unknown.

Event description:
This report is to advise of a short circuit found during analysis.